Event description:
Customer reported allergic reactions to metals. She saw her md and doctor ordered physical therapy and will start her on prescription medication.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Qa will continue to monitor on monthly trend reports.